Event description:
Sponge from the biliary system, locking device and biopsy cap came loose and was flushed unknowingly through the channel of the ercp scope during the procedure. Was removed from the pt with forceps by the physician performing the ercp.